Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-02413. It was reported the patient experienced ineffective therapy. Diagnostics indicated one of the patient's leads had high impedance in all contacts. In turn, surgical intervention was undertaken wherein the existing lead was explanted and replaced to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.